Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of loose or intermittent connection, inflation issue and pump collapse were confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were functionally tested and performed within specification. The ams 700 flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of fatigue wear at the corner of a fold; hole was present. Reservoir also has wear at fold in the reservoir shell. The reservoir krt was worn to filament; no leak was found. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed deflation test (3) and activation test (2). Product analysis was unable to confirm the reported events related to loose or intermittent connection; however, product analysis concluded that identified fluid loss in the reservoir and pump failed functional test is the most probable cause of the reported events. Based on the results of this investigation, no escalation is required

Event description:
It was reported that original inflatable penile prosthesis (ipp) device was revised on (B)(6) 2020. At that time, the reservoir was not explanted. On (B)(6) 2020, patient underwent a procedure involving his ipp due to device would not inflate and the pump stayed flat after four pumps. The only thing observed out of the ordinary was the tubing was not fully in the connector window. All components were explanted and replaced. No patient complications related to device.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that original inflatable penile prosthesis (ipp) device was revised (B)(6) 2020. At that time, the reservoir was not explanted. On (B)(6) 2020, patient underwent a procedure involving his ipp due to device would not inflate and the pump stayed flat after 4 pumps. The only thing observed out of the ordinary was the tubing was not fully in the connector window. All components were explanted and replaced. No patient complications related to device.